Event description:
It was reported by the intuitive surgical, inc. (Isi) clinical sales representative (csr) that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the first 2 fires of the sureform 60 stapler with blue reloads completed without any issues. During the 3rd fire with a blue reload, the blade travelled correctly but the staple line failed. The staples did not form leaving the tissue transected but not approximated. The surgeon was able to correct the unapproximated tissue using a backup sureform 60 stapler. There were no further issues and the procedure was completed robotically. Isi followed up with the surgeon and obtained the following information: the issue occurred during the 3rd stapler fire with a blue reload when the surgeon was stapling near the esophagus. The stapler clamped with no issues and during the firing process, the blade pushed the tissue out without cutting or stapling the tissue together. The staples were seen dumped in a clump on the stomach tissue. There was no staple line seen. There was some bleeding seen to be coming from the short gastric vein. The surgeon used a bipolar instrument to cauterize the vessel. The estimated blood loss was 20 ml. The surgeon then removed the malformed staples and used a backup sureform 60 stapler with a green reload and stapled again at the previous staple site. There were no issues seen with subsequent fires. After completing all the stapler fires, the surgeon did a leak test and found a hole 1cm in diameter at the site where the stapler misfiring occurred, which the surgeon sutured close. The surgeon stated he did not have to excise additional stomach tissue due to the stapler misfiring issue. No drains were inserted. A size 36f bougie was used for the procedure and the surgeon does not think he stapled too close to the bougie. There was no tissue tension, no calcification of tissue and no unusual condition in the tissue that was being stapled. The patient was admitted to a higher level of care (step down unit) after the procedure which was unplanned as the patient's heart rate was a bit high. The surgeon attributed the cause of the increased heart rate to dehydration. On post-operative day (pod) 1, the patient had a barium swallow test and there were no leaks observed. The patient was discharged well on pod 2. There was no prolongation of hospitalization due to the stapling issue. The patient had no previous surgeries. There are no videos/images for review.

Manufacturer narrative:
Isi has not received the sureform 60 stapler instrument and the blue reload involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reload and instrument are returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. A stapler log review was performed by an isi advanced failure analysis (afa) engineer and the following findings were obtained: logs show that pn 480460-09, lot t91210719-0098 was installed 3x and fired 3 blue reloads. Th first two firings were completed with no pauses for compression. The third firing resulted in a firing failure at 99.8% completion after multiple (~5-6) pauses for compression. Since this failure occurred at above 95% completion, there was also an error 22030 with p1 = 1 (firing failure) logged in the msc logs. There were no incomplete clamps by this instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass procedure, it was alleged staple firing failure occurred. Tissue was transected but not approximated. Bleeding amounting to 20 ml from the short gastric vein occurred due to the stapler misfiring issue which the surgeon stopped using a bipolar instrument. The surgeon used a backup stapler instrument to re-staple the previous planned staple line. The cause of the customer reported failure mode and intra-operative complication is unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.